Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented at the hospital after a vibratory alert was received. The device was interrogated and revealed an alert for increased pacing impedance as well as failure to capture and decreased sensing on the right ventricular (rv) lead. A lead fracture was suspected, however an x-ray was performed and revealed no anomalies. The patient was admitted to the hospital to await a lead revision procedure. A follow-up evaluation determined that the patient no longer required the device. The system was programmed off to resolve the event. The patient was discharged from the hospital in stable condition.